Event description:
Customer reports that the pt presented with a wound dehiscence approx two weeks following basel cell excision on the right thigh. Skin sutures had been removed one week after surgery. Pt was exercising and wound dehisced. No signs of suture present. Pt was returned for resuture under local anesthetic.

Manufacturer narrative:
The actual device lot number associated with this event is not known. Customer reports the following possible products: lot: aa6287, mfg: 1/1/2008, exp: 1/31/2013, lot: abm444, mfg: 2/1/2008, exp: 1/31/2013. Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.